Manufacturer narrative:
IFU contraindication: the essure system should not be used in any patient with known hypersensitivity to nickel confirmed by skin test (see warnings section below for patients with suspected hypersensitivity to nickel). IFU warning: patients with suspected hypersensitivity to nickel should undergo a skin test to assess hypersensitivity prior to an essure placement procedure.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, a patient reported the a rash on her abdominal area since her essure procedure in (B)(6) 2010. Notified doctor who will send her to an allergist. Follow up performed on (B)(6) 2011, it was confirmed by sales rep that nickel allergy had been confirmed and inserts had been removed out of medical necessity on (B)(6) 2011 (laparoscopic bilateral salpingectomy). The patient's symptoms have since resolved.